Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were observed. While preparing the sheath for leak testing, they found saline would leak from the flush tubing of the catheter which prevented further specific leak tests from taking place. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported air visible in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. After insertion into the left atrium the sheath was aspirated with no issues. After the ablation catheter was inserted into the sheath the device was aspirated and air was pulled through the sheath. The catheter was removed, and aspiration was again performed with no issue. But when aspiration as performed a second time with the catheter in place excess air was pulled into the syringe. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. After insertion into the left atrium the sheath was aspirated with no issues. After the ablation catheter was inserted into the sheath the device was aspirated and air was pulled through the sheath. The catheter was removed, and aspiration was again performed with no issue. But when aspiration as performed a second time with the catheter in place excess air was pulled into the syringe. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.